Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip; the reservoir does not stay locked into the pump. The unit was also received with a missing o-ring (reservoir tube). The pump also had a broken belt clip slot and minor scratches on the lcd window.(B)(4)

Event description:
The customer reported via phone call that a piece of the plastic on the reservoir bay has broken off. The patient's blood glucose at the time of incident is unknown. Though the patient confirmed that the pump still holds his reservoir, the pump was returned for analysis and a replacement device was shipped to him.